Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and discovered that the issue was isolated to the cuvette film height, causing wicking of the reagents. The cse adjusted the film height and cleaned the windows. The cse ran precision testing on magnesium, which was acceptable. The customer did not obtain any more discordant results. The cause of discordant, falsely elevated magnesium results on two patient samples was related to the incorrect cuvette film height. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated magnesium (mg) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting lower than the initial results. Patient (B)(6) was not given magnesium supplementation due to the discordant result. Patient (B)(6) was already being treated with magnesium supplementation. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated magnesium results.